Event description:
On (B)(6) 2010, use of membragel, 0.8 ml article number 070.101, batch y6370. Clinician reports on (B)(6) 2011 after using membragel, the pt had buccal swelling + fistula, loss of membragel. On (B)(6) 2011, no swelling - everything ok. Infection was treated with dalacin + chx.

Manufacturer narrative:
Review of batch records indicate that the product was released according to specifications.